Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd877266 and gd8775567 with no defects noted. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress. This is the third of four reports associated with this event.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. The lot number is unknown; therefore a batch review could not be conducted. Should additional information be received, a follow up report will be submitted. This is report 2 of 4 associated with this event.

Event description:
Baxter (B)(6) reported a patient receiving peritoneal dialysis(pd) therapy developed peritonitis in (B)(6) 2010. On (B)(6) 2010, the patient reportedly was diagnosed with peritonitis. The patient was not hospitalized for the event. On an unspecified date in 2010, a peritoneal effluent culture was performed and results were (B)(6). On (B)(6) 2010, another facility nurse indicated: the peritonitis identified as bacterial peritonitis with (B)(6). On an unreported date, while traveling, the patient reportedly received a shipment of solution which contained 6 cloudy bags of dianeal pd4 ambuflex . The patient reportedly performed dialysis using the cloudy bags resulting in bacterial peritonitis manifested by cloudy effluent. On (B)(6) 2010, a peritoneal effluent analysis, culture and gram stain were performed prior to the initiation of antibiotic therapy. The results of the analysis and gram stain were unknown. Vancomycin 1 gram intraperitoneal (ip) (frequency not reported) was initiated. The nurse was unsure if an exit site infection was associated with this peritonitis. A second peritoneal effluent culture was performed on (B)(6) 2010 and results indicated no growth was seen. The peritonitis was considered to be resolved. The patient had been on a total of 4 weeks of unspecified antibiotic therapy. The nurse believed that the event of bacterial peritonitis was related to pd therapy. The md reportedly attributed the peritonitis to the cloudy dianeal solution.